Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the equipment administered the medication to the patient in less time than programmed by the operator." A maintenance dose of cardiac arrhythmia medication (amiodarone) was administered via infusion pump 24 hours later. The patient presented with sweating, nausea, and malaise. I checked the medication and found that all the medication had already been administered within two hours. It was reported that the patient was immediately assessed and referred to the emergency room until clinical improvement. The event was considered serious; the patient recovered.